Event description:
The stryker laparoscopic scissors broke inside the patient while using to cut suture. A small metal fragment is missing from the scissors at a hinge point. ====================== manufacturer response for laparoscopic scissors, stryker (per site reporter)======================confirmed that all parts are stryker parts. There is a new design for this scissors. Stryker is replacing the 2009 design at no charge with the most current model.